Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer reported that the pump has been turning off without warning. Customer's blood glucose reading ranged from 432 to 543 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with no unexpected blank display anomalies or off no power anomalies noted during our testing; no punctures on the isolation tape on the lcd board noted. The insulin pump passed pump self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are with specifications. However, the insulin pump had cracked battery tube thread and slightly stripped battery cap coin slot noted also, minor scratches on the lcd window, cracked lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked belt clip slot.